Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-00077. It was reported that the leads migrated, and this was confirmed by x-ray imaging. Surgery may take place.

Manufacturer narrative:
A correction was made for the physician's information.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-00077.